Event description:
It was reported that a patient experienced a system error alarm while performing therapy on their homechoice device. The system error alarm was not further specified. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation is complete. Visual and functional tests were performed, and the device was found to be out of specification. An event history log review was conducted and identified the reported unknown alarm to be a system error 1031 (80c188 is not running). The cause was identified to be the software erasable programmable read-only memory (eprom). The eproms were scrapped and the device sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.